Manufacturer narrative:
The spv-400 valve has been received and analyzed by our laboratory. The returned valve, set to 230 mmhg, is not obstructed, air and alcohol flushes are possible. However, a big deposit (probably of blood origin, related to the intraventricular hemorrhage), which includes one shuttle, the rotor axis, the security stop and extends to the spring, affects the valve adjustment and the control of the intracranial pressure. Given this deposit, an overdrainage due to an impairment of the shunt, related to patient condition, could be a plausible explanation. Overdrainage is a known complication described in the instructions for use.

Event description:
Three weeks after the implantation of a shunt (to treat a chronic post meningitis hydrocephalus), the patient suffered a head injury. The patient rapidly fell into a coma, a big subdural hematoma in the left hemisphere with an intra-ventricular hemorrhage have been discovered, and the physician suspected an overdrainage. The patient was urgently taken into surgery to remove his shunt et drain his acute subdural hematoma. The shunt wasn't replaced. For the time being, the patient is still in a coma.